Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 2.50 x 38mm stent delivery system was returned for analysis in two sections. A visual and microscopic examination of the crimped stent identified stent damage. The proximal stent struts were pushed in a distal direction; the struts were bunched and overlapping. The undamaged distal crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed a break in the inner and outer shaft polymer extrusion, 21mm distal of the proximal side of the port weld (1215mm distal to the distal end of the strain relief). The inner appeared like it had been cut with something sharp as it was a sharp clean cut, the outer extrusion was pulled upwards in a distal direction. The core wire was also broken at the break site. No damage was noted to the port weld site. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 10-apr-2018. It was reported that crossing difficulties were encountered. The 92% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. After a non-bsc guide wire crossed the lesion, predilation was performed using a 2.0x15mm non-bsc balloon catheter. A 2.50 x 38 synergy¿ drug-eluting stent was then advanced but failed to cross the lesion even after several attempts. The procedure was completed using a 2.5x38mm non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and shaft polymer extrusion break.